Manufacturer narrative:
The investigation is ongoing, and the results will be reported when available. The manufacturing number is (B)(4).

Event description:
A patient developed severe pain after receiving a tvt device implantation. The pain began in the left leg and then spread to the lower back, right buttock, and right leg. This pain became permanent, disabling, and difficult to tolerate upon waking from spinal anesthesia.